Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported the cardiac resynchronization therapy device demonstrated power on reset. Consequently, an incorrect assessment of the remaining battery voltage occurred as a result of the power on reset. The assessment is a false indication of the remaining battery capacity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. An illegal address power on reset (por) on (B)(6) occurred. The longevity estimator failed to initialize after por.